Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: the review of the black box data showed several power reboots. The battery compartment was cracked. However, the pump was able to power on correctly and no power interruptions were duplicated during the actual investigation. Unrelated to the original complaint, moisture induced damage was noted in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was disassembled and no further moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. Allegedly, there was no moisture in the pump. Reportedly, at the time of power interruption the yellow o-ring was not visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.